Event description:
Fire department personnel were called to the scene of a vehicle accident. The device was connected to a person diagnosed in cardiac arrest. After three shocks were administered, the device allegedly displayed a "code 14 - service mandatory" message. The operator cycled power to the device and continued using it with no other problems. The pt was not resuscitated. The reporter indicated the alleged malfunction did not cause or contribute to the pt's death. This opinion was based on an assessment of the pt's condition.